Event description:
It was reported that the lead had previously exhibited high thresholds and the lead had remained in use "with the deformation." It was noted the lead "was placed under pressure between the first rib and clavicle." As a result, the physician decided to replace the lead. When the pocket was opened for the lead replacement, it was added that a loose coil was observed on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).